Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for evaluation; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking of the 2.5mm x 12mm maverick2 monorail ptca catheter, a compromised sterile package barrier was noted. The adhesive on the single/product level pouch was not sticking. The device had no contact with the patient. The procedure was completed with another of same device.